Manufacturer narrative:
Product analysis: analysis confirmed customer comment that output connector assembly and hanger assembly are broken. Keypad is scratched. Lower case is broken and scratched. Display wires are pinched, wire insulation not compromised. Needs battery drawer shorting bar electronic connector. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken connector ports, and a broken hanger assembly. The epg was returned for service. There was no patient involvement.